Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device revealed that the black exit marker was bunched up and detached from the catheter. Functional analysis was performed using an alliance inflation system and no issues were noted. The balloon inflated successfully. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the product broke. The procedure was completed with another cre pro wireguided dilatation balloon . No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed that the exit marker was bunched up and was detached from the catheter; therefore, this is now an MDR reportable event.